Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. The lead was repositioned and remains actively implanted. No adverse patient effects.

Manufacturer narrative:
The lead remains implanted. If further information becomes available this report will be reopened.